Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician answered phone and stated that the arctic sun device did not appear to be getting patient temperature (pt) down to targeted temperature (tt) and notice of marginal flow. Physician transferred to nurses. Patient temperature (pt) was 38.6c, targeted temperature (tt) was 37c, water temperature (wt) was 27.8c, water flow rate (wfr) was 1.8 l/m, 4 pads connected. Received alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 27.9c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 27.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 11976.2 and pump hours were 10726.5. Advised to swap out to alternate device and send this one to biomed labeled 113.

Event description:
It was reported that the physician answered phone and stated that the arctic sun device did not appear to be getting patient temperature (pt) down to targeted temperature (tt) and notice of marginal flow. Physician transferred to nurses. Patient temperature (pt) was 38.6c, targeted temperature (tt) was 37c, water temperature (wt) was 27.8c, water flow rate (wfr) was 1.8 l/m, 4 pads connected. Received alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 27.9c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 27.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 11976.2 and pump hours were 10726.5. Advised to swap out to alternate device and send this one to biomed labeled 113. Per follow up information received via task on17jul2025, spoke with nurse reported that the device was tagged and sent to the biomed team. The patient completed therapy on an alternate device and no patient impact was noted. Transferred to biomed to gather additional information. Spoke with biomed reported that the device issue was resolved onsite. They replaced the circulation pump and screen. The device was sent back to the unit and was back in service.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Physician transferred to nurses. Patient temperature (pt) was 38.6c, targeted temperature (tt) was 37c, water temperature (wt) was 27.8c, water flow rate (wfr) was 1.8 l/m, 4 pads connected. Received alert 113 reduced water temperature control. System diagnostics showed that the outlet monitor temperature (t1) was 27.9c, outlet control temperature (t2) was 27.8c, inlet temperature (t3) was 27.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 11976.2 and pump hours were 10726.5. Advised to swap out to alternate device and send this one to biomed labeled 113. Per follow up information received via task on17jul2025, spoke with nurse reported that the device was tagged and sent to the biomed team. The patient completed therapy on an alternate device and no patient impact was noted. Transferred to biomed to gather additional information. Spoke with biomed reported that the device issue was resolved onsite. They replaced the circulation pump and screen. The device was sent back to the unit and was back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Dfmea ra2800010 rev 26 was reviewed for this investigation. The reported event is addressed in step/item #s ra101. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The instructions-for-use under (B)(4) rev 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.